Event description:
It was reported that this pacemaker displayed an alert for the right atrial automatic threshold (rvat) test in suspended mode. Boston scientific technical services (ts) was consulted and discussed that it was due to four consecutive days without a successful right atrial (ra) threshold test due to rates being too high. Further evaluation of this right atrial (ra) lead was recommended. No adverse patient effects were reported. At this time, this device system remains in service.